Manufacturer narrative:
Similar event occured on 15dec2016, please see MDR 9212292-2017-00001 for that event. No patient demographics provided. Customer didn't provide patient data despite multiple attempts to retrieve the data. Service was dispatched. Beckman coulter field service engineer (fse) reported issue was resolved upon replacing of the ise mix motor. Bec internal identifier is (B)(6).

Event description:
The customer reported the au 680 system had 6 erroneous high sodium (na) result generated. The results were reported outside of the lab. The samples were repeated and had different results on another au system. Customer reported didn't know if there was a change in patient treatment. Customer reported the qc prior and after the event were within the lab established ranges.